Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant were not reported. Currently the aneurysm measures 8 cm in diameter. The aortic neck was 22mm at the renals and 32mm 8mm distal to that. It was reported that a recent CT scan showed the abdominal aneurysm continued to grow until the neck enlarged due to disease progression. There was a proximal type I endoleak present. There was loss of proximal seal when the aortic neck outgrew the 28mm endurant stent graft. It is also possible that there was a persistent type ii endoleak but as the patient was lost to follow up and the previous CT was non contrast it is not possible to confirm a type ii endoleak was involved. The patient presented with back pain and the ruptured aorta was confirmed with CT scan. A series of aortic cuffs from another manufacturer were placed to achieve a seal. The left renal was slightly covered on purpose as a result of the cuff placement and the aneurysm was sealed. No additional clinical sequelae were reported and the patient is fine. Review of several returned still angio images revealed that the endurant bifurcate was positioned approximately 1cm below the renal arteries; unknown if the device may have migrated. There is a likely proximal type I endoleak due to minimal neck length and dilated neck. After the implant of one or more other manufacture's cuff's the endoleak appeared to have resolved. The exact cause of the endoleak is unknown, and earlier post-implant images were not provided. It appears likely caused by a poor proximal seal due to the short and dilated neck.

Manufacturer narrative:
(B)(4).